Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced hypotension and pericardial effusion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave catheter the patient experienced hypotension and pericardial effusion. After completing pvi ablations the farawave catheter was removed to begin post-mapping when a sudden and severe drop in blood pressure (bp) occurred. An effusion was found on intracardiac echocardiography (ice), and a drain was placed after consultation with interventional cardiology. It was noted that the physician believed the guidewire was the cause of the effusion. Once the patient was stable, the procedure was continued and a cavotricuspid isthmus (cti) line ablation was done using a radiofrequency (rf) catheter. The procedure was completed successfully. The patient was hospitalized but is expected to fully recover. The device is not expected to be returned for analysis due to disposal.